Event description:
During the oct imaging procedure of the proximal left anterior descending artery (post balloon dilation), the physician injected 20ml of a 70% contrast/ 30% saline mix. The physician was not satisfied with the image and performed a second pullback which was still unsatisfactory. The physician then decided to inject pure contrast for the 3rd pullback. The patient went into ventricular tachycardia (vt) after 8ml of contrast was injected. CPR and an AED were used to treat the patient's vt and restore a normal rhythm. They did not finish the oct imaging procedure. The patient survived.

Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record. Review identified that each manufacturing and inspection operation was performed and completed in accordance with sjm specifications and procures prior to release from sjm. Based on the information received, the cause of the reported event remains unk.